Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that foreign material was found on the device. While unpacking the rotawire ex support guide wire, "white objects", which appeared to be wax, were noted on the device. The device was advanced to treat the severely calcified target lesion but severe resistance was encountered when advancing the burr. When attempting to remove the burr, the wire became kinked. Both the wire and burr were removed as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.